Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while fixating the atrial leadless pacemaker low pacing impedance and unexpected device movement was noted. Both, the device and delivery catheter were then retrieved. After retrieval, a pericardial effusion was noted and pericardiocentesis was performed to drain it. The procedure was abandoned, and the patient condition was stable post-procedure.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a catheter was returned with attached device and traces of blood was noted in the distal cap. The device was able to be released after rotating the tether control knob to misaligned position. Visual and x-ray examination of the catheter did not find any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.